Event description:
It was reported that during a declotting procedure, the basket on the ptd separated and had to be retrieved using a snare device. A second ptd was then inserted, and the basket also separated. It too was removed using a snare device. There were no pt complications.

Event description:
It was reported that during a declotting procedure, the basket on the ptd separated and had to be retrieved using a snare device. A second ptd was then inserted, and the basket also separated. It too was removed using a snare device. There were no pt complications.